Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doppler would not work. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) has advised that a replacement doppler has been ordered and will be installed upon arrival. The fse reported that the customer has a spare doppler to use while waiting for the replacement doppler. The iabp unit remains in use and a full check out will be performed when the replacement doppler is received. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the doppler was intermittent when move the connection was moved to the probe assembly. In order to fix the issue, the fse cleaned the contacts for the connection and completed a test. All tests were good and there were no more issue. The unit passed all tests to factory specifications, and it was returned to the customer and cleared for clinical use.